Event description:
Pt's mother reported receiving a w4 on the display of the infusion device; later sees that it is an e4 (occlusion) error message. Mother stated the pt has hyperglycemia and it may be because he ate too much, but later deny it. Mother reported pt experienced a blood glucose level of 203 mg/dl at 3 pm while eating. Mother stated pt did not test before or after eating. Mother reported there were no error messages or alarms until 7:48 pm at which time pt tested his blood glucose level with a reading of 569 mg/dl. Mother stated the e4 appeared on the display after that and the pt changed the catheter, the cartridge and the infusion set and then administered a bolus of 5.5 units of insulin. Verified that the infusion device is working correctly. Mother reported the pt tested at 8:19 pm with an elevated reading but did not have any ketone bodies. Pt was sent to the emergency room where he was treated with IV insulin. Mother stated pt was connected to the infusion device at 3 am on (B)(6) 2012 and his blood glucose level is normal at approximately 127 mg/dl. Mother reported pt was released form the hospital on (B)(6) 2012 with normal blood glucose levels. Pt's normal blood glucose level was not provided. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.